Event description:
A surgeon reported that four days after a glaucoma filtering shunt was implanted, it came into contact with the iris. There was no harm to the pt and the shunt remains implanted. No further info is expected.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not received since there was no harm caused by this problem to the pt and the shunt has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one similar complaint reported in the lot number. No further info is expected. (B)(4).